Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during the pacemaker system implant this right ventricular (rv) lead was placed and initially exhibited stable and satisfactory parameters. However, while the physician was closing the incision the rv amplitude began to drop. The physician re-intervened and extracted this rv lead. Another rv lead was implanted successfully. This rv lead was retained by the explanting facility and is not expected to be returned. No additional adverse patient effects were reported.